Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation of this event, additional information including post primary and pre revision x-rays, operative notes, date of primary surgery, patient age and activity level, patient medical history and an update on the patient following the revision, has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. It has been reported that the explanted devices are not available to return for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trinity revision due to cup instability.

Manufacturer narrative:
Per -3110 final report.in order to progress with the investigation of this event, additional information including post primary and pre revision x-rays, operative notes, date of primary sugrery, patient age and activity level, patient medical history and an update on the patient following the revision, was requested, however, none could be provided and thus the scope of the investigation was limited. It has been reported that the explanted devices are not available to return for examination.the appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture.based on the available information, no further investigation can be conducted and the root cause of the reported cup instability could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation.the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision due to cup instability.